Event description:
Revision surgery - due to dislocation the surgeon removed the 54mm shell, sz 10 mp8 liner, 28mm -3.5mm head, and 25mm cancellous screw tie then replaced them with a 36mm head and neutral offset sleeve. The shell and liner were replaced with a competitor's product.